Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2017-dec-14 reporting that the hcp believed the infection occurred around (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an infection and was explanted on (B)(6) 2017. The devices were discarded and would not be returned to the manufacturer for analysis. It was noted that the patient was alive with the injury of recovering from infection. It was reported that the system would be replaced in the future. No further complications were reported.